Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, there was not of as during the test of detection. After the change of the cable, there was either no marker, or at contrary many of as (as during an af). So they decided to change the lead and then, there was no problem. There were no patient complications reported as a result of this event. The patient's status was reported to be fine.